Manufacturer narrative:
The cause for the discordant positive advia centaur xp toxoplasma g result is unknown. The issue appears to be sample specific since a the result of a subsequent draw from the patient is equivocal. The customer reported that qc was in range indicating that the instrument is performing within specification. The limitations section of the instructions for use states: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results."

Event description:
Customer observed a positive result on advia centaur xp toxoplasma g result that did not match previous or subsequent results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the positive advia centaur xp toxoplasma g result.